Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use, an 840 ventilator unexpectedly reset during patient ventilation. The patient was removed from the ventilator and placed on another ventilator. There was no harm to the patient as a result of the event. A service engineer (se) inspected the device and found a relevant diagnostic code in the ventilator's memory. The se ran testing and the unit passed all testing and operated within the manufacturing specifications.